Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR#3012307300-2024-13707-00 will be cancelled.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. There is a crack in the reservoir tank cover. Functional testing performed. It was confirmed that water was leaking from a crack in the reservoir tank cover. The root cause is cracks in the tank cover. It is presumed that the cause of this event was a shock, such as a fall, applied to the main unit. The reservoir tank cover was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the tank was damaged and had water leakage. There was no patient involvement, and no patient harm/adverse event reported.